Event description:
It was reported the wireless telemetry is working intermittently at best. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the wireless telemetry is working intermittently due to the antennas being loose. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. System fan is noisy. (B)(4).